Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of lines through the screen could not be confirmed through this evaluation. A root cause of the lines through the screen could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. Heartmate ii lvas instructions for use (IFU), heartmate ii patient handbook under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. In section 3, under power the system, covers making or breaking connection between power sources. Heartmate ii lvas IFU, heartmate ii patient handbook, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to clinic and their backup system controller had a line through the screen. The backup system controller still functioned and charged normally but the line was not present at the previous visit. A new backup system controller was provided to the patient. The old system controller was disposed of properly and would not be returned.